Manufacturer narrative:
Additional information has been requested, and will be submitted upon receipt accordingly. This is one of two device reports for the same event including the same patient.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Associated mfg report numbers are 1225714-2015-07529 and MFR # 1225714-2015-07530.